Event description:
Dr, orthopedic surgeon, stated that: "extra residue remained on the surface of the acetabular shell after mfg. This residue resulted in early loosening of the shell. Each pt required revision hip surgery to replace the shells with new ones. Total of 8 pts, 5 of which required 5-7 days hospitalization.